Event description:
It was reported this filter was successfully placed, however, appeared tilted following deployement via a femoral approach in a terminal pt with an existing central line catheter. The physician felt the pt was protected at that time and a second filter was not placed. A follow up x-ray performed six days post placement indicated the filter had migrated to the internal jugular vein where it appears to have stabilized. No further action has been taken. This device remains implanted. Therefore, no failure analysis will be available. It was indicated continual flushing of the carrier system during the implant procedure was not performed, which co believes may have contributed to this event. However, co cannot determine the exact cause for this event. Directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. Do no attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."